Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that there was a large discrepancy when it comes to this right ventricular shock impedances during a device changeout procedure. Technical services discussed the case and noted that the shock impedances are higher then normal for this particular device. Further troubleshooting was discussed to determine the root cause of the increased shock impedances. The field representative noted that a new device and existing right ventricular lead were connected and high out of range pacing impedances and shock impedances were noted in the triad and distal to can configuration. Technical service discussed a possible proximal coil issue although the measurements with the previously implanted device did not support this. Further discussed regarding possible electromagnetic interference was discussed. The field representative elected to replace this right ventricular lead during the same procedure. The lead will not be returned. No adverse patient effects were reported.